Manufacturer narrative:
Follow up #2: submitted date: 17-sep-2018. The pump damage was a crack in the pump case, not the battery compartment as previously reported.

Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: on investigation, the battery cap and battery compartment were intact and without damage; the battery cap fit securely to the pump. The battery cap measurements were found to be within required specifications. The pump was unable to power on for testing. Investigation duplicated the power complaint. The battery compartment was found to be cracked and moisture corrosion was found inside the pump on the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.